Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at device change out, this new device and right ventricular (rv) lead displayed high out-of-range (oor) shock lead impedance measurements of greater than 200 ohms along with a fault code for an open circuit condition. It was also reported that it did not deliver shock when required. Previous impedance readings on the old device were steady at 45 ohms. Shock impedance measurements were checked with the old device and got greater than 125 ohms. Boston scientific technical services (ts) discussed that since it was an open circuit fault, the new device can still be used. The lead must be replaced. Also, ts recommended doing a cap reform with the old device which will test the charging and dumping circuit within the device and will also want to do non-invasive shock impedance and defibrillation threshold (dft) test with new lead . This old device was explanted due to normal battery depletion (nbd) and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.